Event description:
It was reported that the pt complained of chest and came back to the doctor. On a repeated angiography, the stent implanted at mid lad was found to be thrombosed. The pt was administered enoxaparin for seven days and recovered successfully.